Event description:
During ablation with the rotablator device, the guide wire fractured inside the pt. The physician was able to retrieve the wire with a snare. However, a dissection occurred and the pt was sent to surgery. The pt subsequently expired post surgery.